Event description:
Ous MDR - a high pacing rate was reported. No implantation date was reported. The whereabouts of the product are currently not known. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The returned data were analyzed in detail. The analysis of the data did not show any indications of a pacemaker malfunction. Rather, the clinical observation resulted from the chosen parameter settings and a ventricular event within the safety window. In response, the av delay was shortened in such a way that the pacing rate temporarily rose to 200 ppm. In summary, the clinical observations resulted from a combination of the chosen parameter settings and a ventricular event within the safety window. There were no indications of a device dysfunction.